Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past "high" blood glucose levels due to an infusion set site coming out of the body. Reportedly, the customer put a new site on and resumed insulin pump therapy. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.